Manufacturer narrative:
Visual inspection of the ipg revealed that both suture holes on the ipg header were damaged. However, the ipg still revealed normal characteristics during the functional examination. A product labeling review identified that the device was used per the IFU/product label. The IFU states that over time, the stimulator may move from its original position and pain at the ipg site are known risks of implanting a pulse generator as part of a system to deliver spinal cord stimulation. Additionally, the IFU states to not use polypropylene sutures as they may damage the suture sleeve.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced pain and discomfort due to the implantable pulse generator (ipg) moving and flipping around. The patient underwent a procedure where it was discovered that the middle mounting hole of the ipg was broken, therefore it was not possible to secure down the ipg. Due to this, the physician removed the ipg and replaced with a new one. The patient was doing well postoperatively.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced pain and discomfort due to the implantable pulse generator (ipg) moving and flipping around. The patient underwent a procedure where it was discovered that the middle mounting hole of the ipg was broken, therefore it was not possible to secure down the ipg. Due to this, the physician removed the ipg and replaced with a new one. The patient was doing well postoperatively.